Event description:
Customer reported multiple error codes during the cd35 selection run resulting in cell recovery and restart of the process with a new disposable and new reagent kit. No negative impact to purity or yield was reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cell processing issue where the automated procedure had to be stopped and the cells were recovered. There is no patient injury reported. As in all cases where the automated cell processing must be halted for cell recovery there is the potential for cell loss. This can put the patient at greater risk for delayed or failed engraftment. As such, this type of cell processing issue could cause or contribute to an event if it were to reoccur. (B)(4). Upon completion of the sample evaluation a follow-up submission will be submitted.